Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on four different occasions during the month of october. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate set to 1.2 u/hr throughout the entire month of (B)(6). Cartridge change sequences completed on two of the six days that low bg levels were confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Keeping the same basal rate throughout the day could lead to low bg levels. User has since adjusted basal levels down. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 29 mg/dl and a glucose treatment was administered to address the bg. The customer went to the emergency room (ER) and was given fluids. After approximately 4 hours, the customer lever the ER in stable condition with the bg in the 200s mg/dl. The customer did not know the cause of the low bg. As the event had occurred in the past, troubleshooting was not performed.